Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2016, at an unknown time, the patient had blood glucose readings in the "500's mg/dl"on the aviva combo system. The patient experienced symptoms of being incoherent, weak, disoriented, and vomiting. At 7:00am, the husband transported the patient to the hospital. At the hospital the patient's blood glucose level was "over 500 mg/dl" and the patient was diagnosed with diabetic ketoacidosis. At the hospital the patient was treated with fluids and an insulin drip. The patient was hospitalized for one and a half days. The infusion device is not expected to be returned for product evaluation.